Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known who has trained the doctor in the use of the device, but the doctor is experienced with its use. The facility has used this device and done this procedure many times before. It is not known if the procedural tips and techniques instructions that were distributed on 09/27/2013 been shared with the user facility. However, the device use has been per manufacturer recommendations. The device broke outside the patient. There was one broken piece. The procedure was laparoscopy total hysterectomy, bilateral salpingectomy. The event occurred in the middle of the procedure when the doctor was cutting around the v-care cuff. Settings were 30/30. There was a delay required to replace the device. The patient did not need additional anesthesia. The concomitant devices used in the event are not known. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected, nothing remarkable was noticed. There was no cable damage. The transducer cords nor the cords of any other medical device (e.g. Electrocardiograph) were bundled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the error and the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the device probe tip broke off and fell inside the patient. The broken piece was retrieved from the patient. The procedure was completed with another similar device. There was no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information is not yet available for this event.the device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed.the device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is no tissue build up noted near the distal end. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality as well as no signs of foreign material. The distal end of the device was inspected under a microscope and found the probe is detached; missing portion was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The shaft was examined and had a couple minor dents.evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.